Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported a pump failing to advance due to patient's anatomy. The pump was removed and exchanged for an impella cp. There was no harm to the patient.

Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella 5.0 was not received from the customer and therefore, an evaluation of the device by the manufacturer was not possible. Based on clinical information the impella 5.0 being unable to advance is most likely due to patient condition as the physician was unable to advance past the graft anastomosis due to the patient anatomy. This report is being filed as part of a retrospective review of historical records.